Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6)2017. Reporting that they followed up with the managing physician if the x-rays had been done and what the results were. The hcp were going to get them yesterday but the representative had not heard back from them at the time of the report. They were also going to set the patient up with another health care provider (hcp) who implanted the device for follow-up. The date for this appointment was not known. This other hcp would decide how to proceed. Upon leaving, the stimulation was turned off and the patient would wait for further instructions from their hcps. Additional information was received from the manufacturer representative on the same day (B)(6)2017 that they heard back from the hpc office and it was noted that the patient would need a lead revision. No further information was provided at that time. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had belly and rib stimulation. Impedances were okay. They tried reprogramming with the same stimulation in belly and ribs. Fluoroscopy was done. It appeared the lead had shifted left of midline. Ap and lateral x-rays would be performed. The patient was redirected to their healthcare provider for possible revision of lead. No further complications were reported/anticipated.